Event description:
It was reported the pt was started on coumadin one month postoperatively due to pulmonary edema and a right atrial clot. In early 2005, the pt was treated for non-hodgkin's lymphoma. Follow up echocardiograms performed indicated varying gradients and re-do surgery was scheduled for 2008, but cancelled due to an improvement. In 2009, there echo showed a reduced valve area and elevated gradient. A decision was made to explant the valve and pre-operative echo showed moderate thickening of the leaflets with restricted mobility. During the explant procedure, two of the leaflets were found to be covered with what appeared to be white platelet thrombus. The valve was sent to the hospital's pathology department and will be returned to sjm for analysis.